Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that that the ball inside the drip chamber was stuck and there was no infusion during cataract surgery with intra ocular lens implant. The surgery was completed on the same day after replacing the pack with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Four wet active fluidics management system (fms) cassettes in a plastic bag was visually inspected and no obvious defects were observed. Both irrigation and aspiration luers were intact. The samples were tested using the console. The samples could be recognized by the console. The samples primed and tuned with the sentry handpiece and the 0.9 milli meter (mm) aspiration bypass system (abs) tip and infusion sleeve from the lab stock successfully. No system message code displayed on console screen and the service data could be retrieved. The samples functioned within specification. The root cause of the customer's complaint could not be established; the returned samples functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. After an investigation of this complaint, it has determined that no further actions will be pursued at this time for this event as the returned samples functioned per specifications. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).